Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v805733, implanted: (B)(6) 2011, product type lead; product ID 3037 , lot # unknown, serial # unknown, programmer, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient states her device won't charge at all. Patient clarified that she was having problems with patient programmer turning on stimulation. The patient then states programmer was turning stimulation on, but she was seeing poor communication. The patient was confused. The programmer was powering on, but when she tries to synch it with ins (stimulator), it was showing poor communication. She did replace the batteries. She reports not being able to make adjustment both with or without antenna attached. The issues mentioned in call had been going on for a month now. She had been using antenna and seeing poor communication. The patient attempt without antenna but still saw poor communication screen. She currently does not have a managing hcp(healthcare provider). No telemetry was reported. It was later reported the day after event date that the patient device wasn¿t working. The patient states the issue of not having stimulation had been going on for over a month. The patient got the replacement programmer and spoke to repair to confirm that it was the one they sent. She was using new programmer and still wouldn¿t connect with ins (stimulator). She keeps getting poor communication screen. The last time the patient felt stimulation was over a month. The patient was asked when was the last time she was able to use her programmer and connect with ins and the patient states it has probably been close to 2 months definitely over a month. The last time a clinician checked the status of her ins with a clinician programmer was two years ago. It was reported that the replacement programmer from repair does not work. She put new batteries in the programmer and it did not help. The patient was seeing the poor communication screen when using the programmer. The patient was using an optional antenna which she did not get a new antenna from repair, only a programmer. The patient tried to use the programmer without the antenna on the call and she was seeing poor communication. She was sure she was using the new programmer. She was using a new set of duracell batteries. The patient confirmed placement of the programmer over the implant. Upon device return of first programmer, the antenna jack was resoldered for preventive maintenance. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.